Event description:
(B)(4). I had to visit the ER due to pain in the lower left side of pelvis; I was diagnosed with two dermoid cysts , one the left and the other one in the right ovary . In the left ovary, I have a calcification . I have many other side effects like tender breast, pelvic pain , back pain, cysts, vaginal spotting, rashes, joint pain, swollen feet, dizziness, nausea, vomit, hives, lack of sleep, gain of weight, heavy periods, irregular period.